Event description:
The patient reported experiencing elevated blood glucose of over 400 mg/dl in 2009. She bolused through the infusion device and her blood glucose levels continued to be elevated. Her blood glucose decreased to 212 mg/dl after injecting insulin via pen. The next day, the patient's blood glucose measured 383 mg/dl and she bolused through the infusion device. At 8:00am, her blood glucose measured 337 mg/dl and she changed the infusion set. The patient's normal blood glucose level is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.